Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient's contact reported that the cycler displayed drain line is blocked. The contact stated that the patient was recently released from the hospital due to a peritonitis diagnosis. Treatment at the hospital included cefepime and tobramycin. Per the peritoneal dialysis nurse, the outcome of the event is considered recovered.

Manufacturer narrative:
Corrective data: hospitalization. Additional information: although a temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, there is no documentation showing a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. It remains unclear if patient was utilizing any fresenius products during hospitalization. There is however a possible association between the reported peritonitis and a possible breach in aseptic technique during pd therapy or a possible association to a bowel source as this is known cause of peritonitis when related to a gram negative bacilli such as the patient¿s culture results revealed.

Event description:
A peritoneal patient's contact reported that the cycler displayed drain line is blocked. The contact stated that the patient was recently released from the hospital due to a peritonitis diagnosis. Treatment at the hospital included cefepime and tobramycin. Per the peritoneal dialysis nurse, the outcome of the event is considered recovered.